Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by reporter upon query by hospira personnel.

Event description:
Report received of backflow of the solution infusion from channel c into the solution container on channel a. On an unspecified date, channel c was programmed to deliver 1/2 ns with one ampule of multivitamin at a continuous rate of 150 ml/hr via an antecubital peripheral IV site. On (B)(6) 2004 at 0600, the night nurse programmed channel a to deliver an unspecified dosage of zosyn in 50 ml to infuse over one hour. This infusion was connected into the tubing set from channel c at the lowest clave site (below the pump). At 0700, delivery of the zosyn on channel a was complete, as expected, and the bag containing the zosyn was noted to be completely empty. Channel a was powered off, the reportedly unclamped tubing was left in the pump with the door closed, and the nurse left the room. Between 0730 and 0800, during pt assessment, the day nurse noted that the pt's arm that the IV was infusing into was "bent" and that although channel a remained powered off, the solution bag, which was previously noted to be empty, was filled with "approx 200 ml of a yellow tinged solution." It was also reported that there were no alarms from channel c of the device. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.